Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as the patient was not careful when connecting and would take off the cap and sometimes would allow the tubing to touch other surfaces which might have been contaminated. The patient retraining on aseptic technique, hospitalization, outcome and action taken with pd therapy were not reported. No additional information is available.

Manufacturer narrative:
The cause of this peritonitis was use error reported to be due to a break in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.